Event description:
The customer contact reported a disconnection. On an unspecified date, a male adapter of an unspecified cardiac monitoring tubing set was connected to the clave port of the extension tubing set. The male adapter on the t-connector of the extension tubing set was connected to the female adapter of the pt's radial artery IV catheter and was being used to monitor the pt's blood pressure and intermittent blood draws. It was reported that after the pt underwent an intubation procedure for a pneumothorax, the pt was turned and the drapes were removed from the pt. At this time, it was noted that the male adapter of the extension tubing set disconnected from the female adapter of the IV catheter. The customer contact reported that approx 10ml of blood loss was noted. It was reported that the male adapter of the extension tubing set was cleaned and reconnected to the female adapter of the IV catheter. The tubing set remained in clinical use and the monitoring was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the devices was discarded. During the investigation, no possible causes for the customer reported disconnection was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.